Event description:
The ge oec 9800 fluoroscopy system was reported to have no video on the monitor.

Manufacturer narrative:
A ge oec service representative investigated the issue, and found that the user had not properly connected the system interconnect cable to the mainframe. The user was instructed on proper was to connect the cable to assure proper system function. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported, as a result of the noted malfunction.